Event description:
(B)(4). Injury alleged. Malfunction alleged. Per dealer, the crutch broke in half while the consumer was using it. Allegedly, this caused the end user to fall and put pressure on a foot that she just had surgery on, possibly tearing her achilles tendon. Medical intervention sought. MDR filed.